Manufacturer narrative:
A ge service representative performed an on site investigation. The battery charger board was replaced during the service call.

Event description:
The customer reported that the 9900 system had a charger failure error and would not x-ray. No patient injury was reported.